Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with banding procedure performed in the esophagus on (B)(6) 2018. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with the same speedband superview super 7 device used on the procedure. Additionally, it was noted that there was no difficulty when setting up the device. The physician noted that the patient had a 'micro-perforation' that was allegedly caused by the device. No treatment or intervention was reported for the 'micro-perforation'. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.